Event description:
Patient reported he had an instance where his blood glucose readings were in the 400-500 mg/dl range. Patient alleges insulin might be leaking as he smelled insulin. Patient stated he did not recall any wetness on his clothing. Patient reported he was able to self-treat by injection and subsequently changed the infusion set tubing/site. Patient stated he believes the elevated blood glucose readings were due to leaky tubing; tubing has been discarded. No adverse event reported. No product return was requested.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.